Manufacturer narrative:
Zoll med corp has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no pt involvement in the reported malfunction.